Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine 20 mg/ml (dose 3.65 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was having decreased therapeutic benefit. There were reportedly no environmental, external, or patient factors that may have led or contributed to the event. No diagnostics/troubleshooting was performed. Surgical intervention was performed and the catheter was replaced on (B)(6) 2016. The issue was noted to be resolved, and the patient status was "alive-no injury."

Manufacturer narrative:
Catheter analysis results revealed that the catheter body was leaking past the barb on the connector pin. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.